Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this mechanical valve, it was explanted and replaced due to leaflet motion issues. Another size valve was implanted instead. No other adverse patient effects were reported.

Manufacturer narrative:
Correction: section a. Patient information has been updated to reflect the patient's identifier. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.